Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8345603, medical device expiration date: 2020-04-30, device manufacture date: 2018-12-11, medical device lot #: 9004670, medical device expiration date: 2020-05-31, device manufacture date: 2019-01-04." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubes are under filling with a bd vacutainer® lithium heparin 75 usp units blood collection tubes. This occurred on 10 separate occasions with batch # 8345603 during use , however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it is reported vacutainers are under filling.